Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the duodenovideoscope was being extracted at the end of the case, the distal end cover was noted to be missing. The customer found the distal end cover in the patient's cheek and was able to extract it without issue. The issue occurred during a therapeutic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and to provide an update to fields (d8 and h4). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the suggested event occurred, due to the following mechanisms: the distal cover was insufficiently attached. The user applied load of friction to the distal cover by twisting, pushing and pulling it in body cavity or stress such as interference with mouthpiece, during the procedure. However, a specific root cause of the suggested event could not be identified. The event can be detected/prevented, by following the instructions for use, which state: operation precautions: preparation and inspection: attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the issue occurred at the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure and patient's anesthesia were extended by about a half hour as extra time was spent with the scope to retrieve the item. The procedure was completed with the same device. The patient has been discharged. The customer confirmed that the device was inspected prior to use.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). This report is being supplemented to provide additional information and to provide correction to g2 with information inadvertently left out.